Event description:
It was reported that the customer experienced a malfunction alarm. There was no information about the customer's blood glucose level, so no adverse impact was reported. Customer reverted to manual injections for insulin therapy.